Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope's outer tube (thermistor) was broken, resulting in error 104. Additionally, the r-unit (charged couple unit) exhibited a kink, and the protector of the video cable section was cut. No patients were involved.